Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection of the first sample noted that five needles have been removed from the retainer and parked in foam. Four of the five needles were observed to be attached to a suture. None of the four sutures were wound within the racetrack of the retainer. Five needle holes could be observed within the retainer foam. Visual inspection of the second sample noted that four needles have been removed from the retainer and parked in foam. Two of the four needles were observed to be attached to a suture. A suture was returned disengaged from any needle. None of the three sutures were wound within the racetrack of the retainer. Four needle hole could be observed within the retainer foam, indicating only four needles were originally parked in the retainer. Progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or c linical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. It was reported that there was incorrect needle quantity. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, while performing the subcutaneous suture, there were only four sutures in a package labeled to have five. The package also only had four needle holes. Another device was used to complete the case. There was no patient injury.